Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported this was a very difficult case, the surgeon could not place the fossa properly. Since the patient has a malocclusion the surgeon will need to do a revision to reposition the fossa and mandible. The date of the revision is unknown, but will occur a maximum of six weeks from the original surgery. The sales representative stated "the surgeon is requesting an expert in the matter on site to help him with this revision case. He thinks he is not experienced enough to bring this revision case to a good end on his own."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received, the surgeon stated that this case was difficult to place the components. He stated that the mandibular component was angled anteriorly, but when looking at the post op scan with the design vendor during the web meeting, it looked like the resection was not completely performed. The native condyle was not resected possibly forcing the components to not fit properly thus creating the angled component. The date of the revision was confirmed and the surgeon re-used the fossa and mandibular components during the revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the postoperative x-ray showing the patient's malocclusion prior to the revision to reposition the same implants; the post op scan was also reviewed. DHR was reviewed and no discrepancies were found. Investigation results conclude that the reported event was due to surgeon error in the placement of the fossa and mandibular prostheses resulting in the malocclusion; contributing factors could have been the surgeon's difficulty with the anatomy including a small incision with limited view, as well as the resection not having been completely performed which could have made the mandible component angle anteriorly. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
The product identity was confirmed through the device history records. The design vendor conducted an investigation into the design of this case. They stated: this case was straight-forward on the design and manufacturing end. The vendor did everything as normal; it appears that the surgeon had difficulties with the anatomy during surgery including a small incision with limited view. Therefore, the fossa and mandibular prostheses were not placed correctly. The complaint was confirmed through the post-operative picture showing the patient's malocclusion. The most-likely underlying cause of this incident is determined to be surgeon error in the placement of the fossa and mandibular prostheses causing the malocclusion.

Event description:
No revision has taken place because the patient doesn't want one for the moment.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received indicating the revision is planned for (B)(6) 2018. Based on the information provided it appears the surgeons intend to reposition the implants, not replace them. Due diligence is ongoing for additional information related to this revision. A follow-up report will be submitted when additional information becomes available.